Manufacturer narrative:
Supplemental submitted to correct conclusion code. Upon further review, conclusion code was deleted from file to more accurately reflect the previously reported information.

Event description:
It was reported the patient had an infection on her left side, ¿the implantable neurostimulator (ins) had an infection all around it.¿ the device was removed on (B)(6) 2012. It was noted the ins was not going to be replaced until june.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), product type extension; product ID 3777-60, serial# (B)(4), product type lead; product ID 3777-60, serial# (B)(4), product type lead. (B)(4).